Manufacturer narrative:
The device has been returned, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device image was flickering. There were no reports of patient harm.

Event description:
It was reported that the subject device image was flickering. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The reported issue was confirmed due to a faulty cable. Based on the results of the investigation, a definitive root cause could not be identified. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU) states: handling and general precautions caution do not curl the camera cable smaller than 20 cm in diameter. Doing so may result in damage. When rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage to the cable. To avoid twists in the cable, the cable should be wound so that the top and bottom loops of the cable overlap each other alternately. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.